Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, the plasmablade device tip sparked. Staff also reported melting on right side of the device tip. There was no un intended tissue damage or impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.